Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the patient received less medication than intended. At 1009, the device was programmed to deliver concentration of cyclosporine and the delivery was started. No specific programming parameters were provided. The container size was reported as 100ml. After an unspecified length of time, the nurse noted, the device display indicated a 13ml vtbi (volume to be infused); however, an estimated 70ml was remaining in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were required. The customer contact reported there was no change in the patient status and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.